Event description:
It was reported by the rep that during a lap gastric band procedure when they were testing the band the tubing was blocked and they could not place or remove air into the band. Another device was used to complete the procedure. There was no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 12/12/2008. Information anticipated, but unavailable at this time.